Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2006 and (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, painful sexual intercourse, discharge, and sling erosion it was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that patient underwent mesh removal/revision on (B)(6) 2007. It was reported that the patient underwent bard implantation on (B)(6) 2007 concurrently with an urethrolysis.

Manufacturer narrative:
Date sent to the FDA: 07/18/2012.(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.